Event description:
The customer reported that the pump's battery would not charge, despite using a tandem charging cable and attempting different wall outlets. There was no adverse impact to the customer's blood glucose level. Upon troubleshooting, the pump began charging after being plugged into a working outlet with a tandem wall adapter, but the issue persisted, leading technical support to decide to replace the pump. The customer was informed to use a backup therapy, acknowledged instructions for returning the pump, and confirmed their shipping address for the replacement.